Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was labeled incorrectly. A different size of product was in the box and did not match the outer label. No other adverse patient effects were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9112206 on the same defect. Checking the quality databases revealed no anomaly in connection with the described defect. On the photos attached with the complaint, it can be seen that inside (B)(6) retail box, catheter reference (B)(6) have been packaged. Investigation from our hungarian site was made : " this error was due to a human error during packaging. Action would be a retraining of instruction but operators don't work for the company anymore so re training is not possible."

Event description:
According to available information, this device was labeled incorrectly. A different size of product was in the box and did not match the outer label. No other adverse patient effects were reported.